Manufacturer narrative:
Based on the claim against the product, by the customer noting conductor wire insulation damage. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation is lifted with no piece missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system, where it released energy. This failure is due to component failure. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments, or hard surfaces during handling or usage. As part of investigation, further inspection found multiple broken input disks. This is unrelated to the primary failure mode of conductor wire compromise. The probable root cause of broken input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed, following cleaning with some enzymatic detergents. This complaint is considered a reportable malfunction, due to the following conclusion: it was alleged that the instrument had conductor wire damage, with an exposed wire. Failure analysis confirmed the issue due to component failure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in this e1 is not available.

Event description:
It was reported, that after successfully completing a da vinci-assisted surgical procedure. The user observed damage on the fenestrated bipolar forceps instrument conductor wire insulation, and the internal wires were exposed. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi), followed up with the site and obtained the following additional information regarding the reported event: no arcing observed during last usage.